Event description:
Procedure type: lap assisted distal gastrectomy. Reportedly, after using the device for about 15 minutes, the surgeon tried to insert it again into the pt cavity, when he/she confirmed that the tissue pad at the tip of the device was loose and eventually it broke. Nothing however, fell into the pt's cavity. This caused no damage to the pt tissue. The procedure was completed with another ultra shears. No patient injury was reported.